Event description:
Patient mentioned before they had the stimulator implanted, they would use an external tens unit that sometimes/eventually stopped working. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).